Event description:
It was reported that the ventilator generated a technical error code indicating disabled valves. There was no patient harm. Manufacturer's ref #:(B)(4).

Manufacturer narrative:
Our field service engineer investigated the reported ventilator on-site. After performing service and replacing several printed circuit boards (pcbs), the ventilator successfully passed pre-use check and was returned back to service. The replaced pcbs and the ventilator logs were returned for technical investigation. The visual inspection of the returned pneumatic back-plane pcb revealed a liquid spill and corrosion on the board. Visual inspection of the other returned pcbs did not reveal any errors. When the pcb¿s were installed in a reference ventilator device for use testing, the device failed pre-use check. The pre-use check kept failing despite dismounting the returned pcbs one by one, the conclusion is that all the returned pcbs are faulty. The pcbs were not further investigated since ingress of liquid/corrosive substance on pcbs can cause failure/short circuits which might lead to a ventilator malfunction. The evaluation of the returned ventilator logs can confirm the reported event, the ventilation start date cannot be seen from the logs, but the affected ventilation session had been ongoing since (B)(6) 2022. The last successfully performed pre-use check was performed on (B)(6) 2021. The conclusion into this matter is that the verified liquid damage on the pneumatic back-plane pcb led to short circuits that damaged the other connected pcbs and caused the generation of the technical alarms during ventilation.

Event description:
Manufacturer's ref #: (B)(4).